Manufacturer narrative:
Concomitant medical devices: 6940-52 lead, implanted (B)(6) 1999.

Event description:
It was reported that the right ventricular lead was capped and noted to be unusable. Follow-up clarified that during a routine device replacement procedure, the right ventricular (rv) and superior vena cava (svc) coil impedances were high, and a rv coil fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.